Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a malfunction during or after use. It was noticed that right "ij stop cock" was cracked, causing back flow of blood into the introducer and leakage of blood onto patient and bed sheets. Patient remained safe as no vasoactive medications/drugs were infusing through this line. However, had this patient been on vasoactive medications the patient could have been at harm/had adverse outcomes. Two (2) product faults were reported for the same lot number. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Two complaint samples were received, and the defect was confirmed. The video provided with the customer complaint shows blood leaking out of the stopcock port "a". The returned device was visually inspected, and a crack was observed throughout the ¿a¿ port, from the port hole to the threads. Additionally, multiple other stress cracks on the "a" port could be seen. A water leak test was performed and confirmed the leak. A second stopcock was provided by the customer. This second sample did not show any stress cracking or cracks in the part. That part was tested for water leaks, and it did not leak. A review of the device history record (DHR) found no nonconformances were written for this work order. Additionally, molded components used in this finished good did not have any nonconformances. A review of maintenance work order history of the tool and assembly machine during the period of production did not indicate any possible cause of the crack. The investigation did not lead to any assignable causes. The complaint management analyst has reached out to the customer to obtain additional information regarding the use of the stopcock that has the crack. No adverse trends have been identified related to this issue. No corrective actions are currently planned. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly.